Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.5/3.0/097 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for the shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned in a micro centrifuge with some moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).